Event description:
The complainant called and stated that they bought a digital blood pressure monitor. They stated that after store return policy expired the blood pressure monitor started to malfunction. They stated that they tried to have store accept the product for return for approx 2-3 months before problem started. Consumer stated that they tried to return the product to the MFR. The MFR sent the complaint and ups label to send the product back. Consumer stated that they do not trust the company to send them a new monitor. The MFR could not guarantee a new one and stated that possibly a refurnished one would be sent. The complainant stated that the product was purchased for their spouse due to doctor's order. Consumer stated that they had to have the product special ordered.